Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing blood glucose versus sensor glucose differences. Customer reported that sensor was reading low and customer was treating for low blood glucose. Customer's blood was 400 mg/dl. Troubleshooting was performed and customer reported that sensor was bent. Troubleshooting could not continue as customer discarded. Customer was advised that sensor would be replaced.